Event description:
It was reported the patient was being referred for a prophylactic generator replacement. Generator was received into product analysis in which the pulse generator was opened due to the suspected contaminates on the trimmed edge of the printed circuit board assembly (pcba). With the pulse generator case removed and the battery still attached to the pcba, the battery measured 3.014 volts (ifi range 2.74v - 2.41v), confirming an ifi=no condition. A visual assessment on the pcba showed contaminates on the trimmed edge of the pcba. The battery was removed. A postburn electrical test was performed showing both magnet detection normal and magnet response failed to pass. The device history was reviewed and was confirmed that all parameters passed inspection and that the trim test tab was performed prior to the manufacturing process being corrected, therefore, the generator of interest is part of the laser routing issue which would cause premature eos. No additional relevant information has been received to date.